Event description:
Indwelling catheter placed without difficulty. Pt had output immediately in bag upon observation bag outlet device was in closed position but remained to leak urine. Readjusted outlet device to market closed position and urine continued to leak. New bag placed cath tubing. Product was a bard foley catheter tray 16 french - ref 947416, lot # ngdn3504. FDA safety report ID # (B)(4).